Event description:
It was reported that during a da vinci-assisted sigmoid resection surgical procedure, it was noticed that a piece of gray plastic had broken off of the suction irrigator instrument and fallen into the patient. The piece was retrieved from abdomen during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details were received as of the date of this report.

Manufacturer narrative:
The suction irrigator instrument has not been received for failure analysis evaluation.